Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was no longer feeling the stimulation. The sjm representative met with the pt for reprogramming and it was reported all of the contacts on the lead were higher in range. It was reported reprogramming was unable to resolve the issue and only one program could be provided with some stimulation. It was reported the physician wanted to the pt to address another health issue and a follow up appointment was to be scheduled.